Event description:
The patient underwent a two level lumbar fusion at l4-5 and l5-s1 on (B) (6) 2010. The surgeon implanted the infix construct at l5-s1 without problem. The patient's l4-l5 area provided limited space due to a vascular anomaly. As the surgeon was using a small endplate guide, the construct scissored and did not allow infix construct to be put into disc space. The surgeon was unable to use the infix construct which was removed (surgical intervention). The surgeon then added a different implant than was originally planned using a fidji implant which was implanted without further difficulty. There was a surgical delay of ten minutes, the patient tolerated the procedure well and the surgeon was satisfied with the surgical results.

Manufacturer narrative:
Product is an instrument and not implantable. The product will not be returned and evaluation is pending upon completed investigation of the product.